Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported that the ventilator could only be turned on when the battery is connected, however, if alternate current (ac) power is connected, the ventilator would become inoperable with the backup and external battery light emitting diode (leds) flashing. There was no patient involvement. Technical support provided remote assistance to the customer. The customer reported tat the diagnostic code related to various combination of power fail volt failures was identified in the diagnostic report. Technical support advised to replace the power supply. The customer reported that replacing the power supply resolved the problem.